Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient experienced severe pain and discomfort and, based on the information and belief, exhibited the symptoms of a loose implant and has suffered a loss of muscle mass.